Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient reported that she had a small amount of bleeding from stoma. On (B)(6) 2022, the patient stated that the stoma seemed to be worse, was very tender and reddened around stoma. With scant clear pinkish drainage. The stoma was treated with oral ceplex for one week.

Manufacturer narrative:
Reference number 2094099. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.